Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cycling the handle on the back table during a laparoscopic prostatectomy, the handle would not open and close. It was stated that the surgeon was able to press the green button, but was not able to squeeze the handle. They used another handle and completed the case. There was no patient injury.